Event description:
It was reported after the needle is successfully inserted, the guide wire is entered, the sheath is punctured and the catheter is successfully inserted, the blood can not be withdrawn by the secondary line, but the main pipeline is normal, the support guidewire is withdrawn, and the resistance is very large when the exit is about 15cm, and there is jamming, and then the guidewire is stopped and withdrawn, and the guidewire is observed to be drawn and peeled, and it is found that the guidewire is in the extension tube, the adhesion is already very fine, gently pull out the guidewire about 2cm, see the fracture, and immediately pull the guidewire with your hand, at this point, the support guidewire has been broken, and the remaining guidewire is removed gently and slowly again. The operation is prolonged, the guidewire is examined for about 4 hours, and the patient is repeatedly taken through x-rays, and the body is exposed to excessive x-rays. After the guidewire is broken, clinical hcp customers need to spend more time checking the condition of the broken guidewire and need to take x-rays to see if the guidewire remains in the patient's body. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken stylet is confirmed; however, the exact cause is unknown. Seven photographs of a stylet were returned for evaluation. An initial visual observation of the photographs showed a broken stiffening stylet. The core wire of the stylet was observed to be broken and sections of the coiled wire of the stylet were observed to be unraveled. The stylet appears to have broken into at least two pieces. The proximal end of the distal piece was observed to be unraveled and the distal end of the distal piece appears to not be unraveled and ends suddenly apparently without the weld tip of the stylet. This suggests the stylet may have been cut, but it was not possible to determine this without return of the physical sample for closer inspection and evaluation. No details of the break sites could be discerned from the returned photographs of the device which could aid in identification of a specific root cause. Therefore, the cause of the broken stylet is unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported after the needle is successfully inserted, the guide wire is entered, the sheath is punctured and the catheter is successfully inserted, the blood can not be withdrawn by the secondary line, but the main pipeline is normal, the support guidewire is withdrawn, and the resistance is very large when the exit is about 15cm, and there is jamming, and then the guidewire is stopped and withdrawn, and the guidewire is observed to be drawn and peeled, and it is found that the guidewire is in the extension tube, the adhesion is already very fine, gently pull out the guidewire about 2cm, see the fracture, and immediately pull the guidewire with your hand, at this point, the support guidewire has been broken, and the remaining guidewire is removed gently and slowly again. The operation is prolonged, the guidewire is examined for about 4 hours, and the patient is repeatedly taken through x-rays, and the body is exposed to excessive x-rays. After the guidewire is broken, clinical hcp customers need to spend more time checking the condition of the broken guidewire, and need to take x-rays to see if the guidewire remains in the patient's body. No other information was provided.